Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d9, e1, h3, h6.

Event description:
Healthcare professional reported left side deflation. Healthcare professional additionally reported "any creases." Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed an opening on anterior assessed as surgical damage and observed an opening assessed as fold flaw opening. Additional observations: no other observations observed on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported, left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: considering that there is not an adverse trend for this type of event, no additional actions are deemed required at this time. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.